Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When they opened the inner sterile packaging, the inner peel opened at the same time, due to glue sticking to both the inner packaging tops. They opened another implant out of concern of non sterility and have asked for a no charge replacement.

Manufacturer narrative:
An event regarding a packaging issue involving a scorpio baseplate was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. The inner blister foam was stuck to the inner blister lid. Medical records received and evaluation: not performed as the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a visual inspection confirmed the event. The inner blister foam was stuck to the inner blister lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
When they opened the inner sterile packaging, the inner peel opened at the same time, due to glue sticking to both the inner packaging tops. They opened another implant out of concern of non sterility and have asked for a no charge replacement.